Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) therapy to convert an arrhythmia. Review of the stored episodes noted the rhythm was detected in the ventricular tachycardia (vt) vt-1 zone and accelerated into the vt zone at where therapy was initially inhibited due to rhythmid correlation. Following uncorrelated beats, therapy was delivered. A total of three bursts of atp therapy and six shocks were delivered that did not resolve the patient's rhythm. Therapy was noted to be potentially inappropriate for conducted atrial arrhythmia. Further review was recommended. Lead measurements are stable, and battery longevity is normal. The ICD remains in service and no additional adverse patient effects were reported.